Event description:
The reporter experienced an er1 message and treated himself by taking an increased dose of oral medication. Symptoms he was experiencing included thirst and increased desire to urinate. He did not seek medical treatment/advice from a health care professional.